Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam trus articulating arm and trus stepper were returned for investigation. Visual inspection of the returned handpiece did not reveal any anomalies. Visual inspection confirmed the reported event, as the screw, which holds the stepper onto the arm was missing. Another screw was taken from another trus arm in the lab and the screw fit without issue. The stepper was able to be securely fastened to the arm. No damages or anomalies were observed that could have potentially caused the screw to dislodge or loosen. The aquabeam robotic system user manual, um0104-00 rev. G, aquabeam robotic system user manual, intl (ce),en , states the following: 5.1 precautions: general assess the condition of all components prior to the aquablation procedure. If any component seems damaged or faulty, do not use the device. Replace the suspect device and/or contact procept. 5.2 precautions: aquabeam robotic system setup ensure the aquabeam robotic system electrical connections are properly installed and secure. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam trus articulating arm / lot number 21c00273 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The root cause is undeterminable as it is unknown how the screw went missing during setup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure, it was observed that the aquabeam trus articulating arm was missing a screw at the distal end, which did not allow proper fixation. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.